Event description:
This case was reported by a consumer and described the occurrence of foot fracture in a female, pt, who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. In 1996, the pt began using super poligrip. An unk time later, the pt experienced chronic neuropathic pain, feet and body burning with anything touching it, electric shock sensations, facial twitches, hand tremors, arm tremors, leg tremors, and loss of the ability to tell how hot or cold the temperature of water was. She also stated that she did not feel it when she broke her foot twice and had to concentrate with every step she took because her balance was so poor. The pt stated these events were due to the zinc that was in the product, and she stated she was permanently disabled and that her life would never be the same. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip was mfg in (B)(4) and the product and lot were unavailable. (B)(4).